Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock: section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the physician attempted to reposition the device and noted it would not move freely. During manipulation, the catheter was inadvertently over torqued which caused a pump stop. Further examination of the exposed graft noted a hardened clot which had prevented catheter movement. The pump was explanted and replaced. The patient's outcome was critical.

Manufacturer narrative:
Fm optical signal issues added based on returned product and data log investigation. Positioning issues the clinical stated that the physician attempted to reposition the device and further examination of the exposed graft noted there was a hardened clot preventing movement of the catheter. Based on the clinical details provided, the root cause of the positioning issues is most likely due to the patients condition as there was thrombus formation in the graft, however the cause of the thrombus is unknown. Thrombus in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Pump stop & optical signal issue the clinical stated that during manipulation the catheter was inadvertently over torqued causing a pump stop. The data logs show that the pump run was stable with stable pp, mc and ps for about no as put into surgical mode about 239 hours in for about 2 hours. During this time there were some increases in the ps to 3000. The pump was then turned back on for 20 minutes and the ps spiked to 3000, gain decreased, light decreased, snr went to 0, contrast barcoded and lamp went to 100. The mc also spiked and the pump stopped, triggering psnr alarms, 115 and 119 pump stop alarms. The returned product was cut, but there was no biomaterial seen in the inflow or outflow cage. There was significant stretching of the catheter where the catheter jacket is in between the coils between the 60-70cm mark. Based on the clinical details, product and data log analysis the root cause of the pump stop is most likely due to open electrical lines from excessive force. The root cause of the optical signal issue is most likely due to a damaged fiber line that could be see in the case logs to be torqued and then fully damaged when the pump stop occurred, due to excessive force.